Event description:
In (B)(6) 2021 I had a breast reduction and mentor smooth round moderate profile saline implants were put in. Even though the left breast took 195 cc while the right breast took 175 cc , the left breast always appeared flattened on top of my breast. Each time I went to follow up with my surgeon he assured me that it was not smaller and it's not possible to get the breast the same size. I had a mammogram in (B)(6) 2021 which was normal. In (B)(6) 2022, I discovered a lump in my left breast. On (B)(6) 2022 a mammogram and sonogram confirmed a cyst 1.5 cm. I saw a oncologist surgeon who said it was a fat necrosis that needed to be removed. I asked about the flatness of the left breast and he said I would need to go back to the plastic surgeon for that, he only removes cysts, cancer, lumps. Surgery was scheduled for (B)(6) 2022. I went to my plastic surgeon to see if he could remove the cyst and " fix" the flatness of the left breast and he said he would remove the cyst but the breast was perfect and nothing was wrong with it. He could not get me scheduled until late june so I choose to proceed with the oncologist surgeon on (B)(6) 2022. 4cm of tissue was removed. He did not touch the implant but noted it was deflated. I went back to the plastic surgeon today, (B)(6) 2022 and was told about the recall and that he needed to replace the deflated implant asap; 19 grams of tissue removed. FDA safety report ID# (B)(4).